Event description:
It was reported that during prep, while flushing a 4.0x20 nc trek rx balloon dilatation catheter per the instructions for use, the proximal hub separated from the shaft. The nc trek was not used in the patient, and another trek was used to complete the procedure. There was no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.